Manufacturer narrative:
The patient provided data for an additional erroneous result from the complained meter. On (B)(6) 2018, a sample from the patient was tested using the meter and the result was 3.3 inr. At an unknown time, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.39 inr.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient's mother stated that the patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter at 10 a.m., resulting with a value of 3.3 inr. At 10:15 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.3 inr. The laboratory value was believed to be correct and the patient's coumadin medication was adjusted based on this value. No adverse events were alleged to have occurred with the patient. The patient's medication was not changed based on the meter result. The patient's current condition is fair. The patient's therapeutic range is 4 - 5.0 inr. The patient's testing frequency is once per month. The patient is not anemic and does not have antiphospholipid antibodies such as lupus. The patient does not take heparin or direct thrombin inhibitors. The patient has no had changes in diet or medication. The patient has not had bleeding or bruising which required medical treatment. The patient did not have a special or unusual diet. Internal quality controls passed on the meter. The patient's product was requested for investigation. Relevant retention test strips (lot 266837) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.